Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent and broken. The cutting wire was discolored from usage and the broken ends appeared blackened. From an examination of the distal end of the device, it appears that the exposed cutting wire snapped due to being grounded against some part of the endoscope and/or higher power settings. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the cutting wire was broken. During manufacturing, the sphincterotome devices are 100% inspected and the bent and broken cutting wire is likely due to procedural factors/generator settings. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was returned with a broken cutting wire. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was returned with a broken cutting wire. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: information received on (B)(4) 2011 that although the patient age is unknown, the patient was over 18 years of age.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was returned with a broken cutting wire. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.